Manufacturer narrative:
Through follow-up, additional information was received stating patient ocular dexter (right eye) visual issues were blurry vision-distorted. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy during the lens exchange procedure. The suspect iol is not available for return as it was discarded. Patient demographics information was also provided as well as dates regarding iol implant and visual symptoms first observed. No further information is available. The following fields were updated based on the information received through follow-up: section a-2 patient date of birth: (B)(6) 1981. Section a-3 patient gender: female - previously reported: no information is no longer applicable. Section a-4 patient weight in pounds: 134. Section a-5 patient ethnicity: not hispanic or latino. Section a-5 patient race: white. Section b-3 date of event: 10-oct-2023. Section d-6a date implanted: (B)(6) 2023. Section h-6 health effect - clinical code: 2137-bluured vision - previously reported health effect - clinical code: 2330 is no longer applicable. Section h-6 type of investigation: 4115 - device discarded - previously reported code: 4114 is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v model intraocular lens (iol) was implanted into the patient¿s operative eye. Due to complaints of dissatisfaction, the iol was explanted in a secondary surgical procedure and replaced with a dib00 iol. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. Section d-6a date implanted: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.